Manufacturer narrative:
A visual examination of the returned driver (under magnification) was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information.

Event description:
The driver tip broke in screw head and was unable to be removed. The remainder of tip in the screw head was left in the patient.